Manufacturer narrative:
(B)(4) other remarks: n/a corrected data: n/a.

Event description:
It was reported that "[user] confirmed the iabc was placed 40mins prior to call and upon arrival to the ICU they began receiving helium loss 2 alarms every 10secs-30secs. Cxr confirms placement of iabc, they have repositioned the patient, exchanged the tank and ensured all connection points are secure. Leak test performed showing potential iabc rupture. Instructed to stop pumping and contact physician for iabc removal/exchange". No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
(B)(4). Returned for investigation was a 40cc 8fr fiberoptix ultra (sc) intra-aortic balloon catheter (iabc) without the original packaging. The sample was returned in the ups shipping box and was in a sealed bio hazard bag. Upon return, the supplied teflon sheath was noted on the iabc outer lumen. The one-way valve was tethered to the short driveline tubing. The supplied 40cc inflation driveline tubing was connected to the short driveline tubing. The supplied short arterial pressure tubing was connected to the iabc luer end. The bladder was fully unwrapped. Dried blood was noted on the exterior surfaces of the returned sample. No obvious blood was noted within the helium pathway. No visual damage or abnormalities were noted to the returned sample. The fos (sc) connector was examined. The fos white connector was properly seated in the blue clamshell housing. The center post of the fos was centered. The blue clamshell housing was examined, and no abnormalities were noted. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute according to quality system document. The fos sc connector was connected to the iabp and the iabp zeroed the iabc. The pump status displayed "ok" indicating the fiber is fully intact. The iabc central lumen was aspirated and flushed using a 60cc lab-inventory syringe. No abnormalities or debris were noted. The iabc was leak tested in accordance with testing methods from manufacturing procedure. An external leak was immediately detected from the bifurcate around the fos adhesive. Upon micro-scopic inspection, an external leak occurred from the fos adhesive bond at the bifurcate. No other leaks were detected. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. No resistance was noted; the guidewire was able to advance through the central lumen. No blood or debris was noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint for "helium loss 2 alarms - leak test - ruptured iabc" is confirmed. Dur-ing the investigation, an external helium leak was confirmed from the iabc bifurcate fos adhe-sive, which resulted in the helium loss alarms. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the leak at the bifurcate fos adhesive. The probable root cause of the bifurcate fos adhesive leak is manufacturing related. A corrective and preventive action (CAPA) has been initiated to address the issue. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "[user] confirmed the iabc was placed 40mins prior to call and upon arrival to the ICU they began receiving helium loss 2 alarms every 10secs-30secs. Cxr confirms placement of iabc, they have repositioned the patient, exchanged the tank and ensured all connection points are secure. Leak test performed showing potential iabc rupture. Instructed to stop pumping and contact physician for iabc removal/exchange". No patient harm or injury. The patient status is reported as "fine".